Event description:
It was reported that while being exercised before use on the patient, the lead helix would not extend. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. (B)(4).